Event description:
A family member of the pt informed a nurse that the infusion pump beeped once and then powered off and stopped running. The nurse entered the pt's room and found the pump off. She powered on the pump and restarted the infusion without difficulty. The pump was taken out of use approx 3 hours later as a precaution and a different pump was used. The adult pt was receiving maintenance fluid at the time and there was no pt injury.